Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020: it was further reported that it was the right atrial (ra) lead that dislodged into the ventricle and not the rv lead. The ra lead was programmed off and then explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were inadequate thresholds during implantation of a right ventricular (rv) lead. It was noted there may h ave been myocardial damage. The lead remains in use. No patient complications have been reported as a result of this event.